Manufacturer narrative:
Per reporter, the sample is unavailable.

Event description:
Reporter reported a broken spike on a transfer set. Transfer set had been in use for 100 days. No injury or medical intervention was reported.